Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted an micl implantable collamer lens, diopter unknown, in the patient's eye and noted the capsule was open. The surgeon noted one of the peripheral iridectomies may have torn and the capsule was opening up. The surgery was aborted and the patient had cataract surgery. The reporter was unable to report any additional information.